Event description:
It was reported by the rep that the (1) 355hr was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon used (3) 5mm ports. The one at the sub-xyphoid began hissing and leaking pneumo three quarters of the way through the case. The surgeon did not use any sharp instruments through this port. The ripped seal was noticed and the housing was replaced completing the case without incident. There was no pt consequence.